Manufacturer narrative:
(B)(4). Evaluation summary - the sample was received for evaluation. Visual and microscopic inspection revealed a tiny, solid, white acrylic particle approximately 1mm in size floating freely in the solution of the reservoir. The reported condition was confirmed, though the source of this particulate was unable to be determined with the provided information. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate had particles in the reservoir. This was observed after filling with antibiotic solution. This was observed prior to patient use. No additional information is available.

Manufacturer narrative:
(B)(4). This batch was manufactured from august 16, 2013 - august 19, 2013. The sample was received for evaluation. Visual and microscopic inspection revealed white striated marks on the exterior of the bladder. The marks were determined to be antioxidant, which is a component of the bladder material. The reported condition was not confirmed. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.